Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is having to charge significantly more and it is taking her 3-4 hours to get 1/4 of a char ge. The patient stated she has to take a break from charging typically at that point because it gets warm around the ins. The patient uses the device 24/7 since it's implant. The patient gets excellent coverage therefore is requesting to have the ins replaced to h elp ease the charging burden. The replacement has been planned, but not yet scheduled. Troubleshooting could also not be done at this time due to covid-19. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The rep was unable to meet with the patient due to covid-19. The patient reported good bars on charging, but it was taking extended amount of time. No surgery has been scheduled yet due to covid-19. No further complications were reported.